Event description:
Bilateral capsulectomy with removal of bilateral silicone breast implants and replacement with bilateral saline breast implants due to bilateral capsules and rupture of bilateral implants.